Event description:
It was reported that a pt in a clinical study had an x-stop implant placed. A couple of months post procedure, an x-ray revealed the x-stop migrated posteriorly and the pt lost distraction at l3-l4. The treating surgeon has recommended removal of the implant and potentially replacement with another x-stop device. The pt is experiencing back pain.

Manufacturer narrative:
Device not returned, follow up conversation with company rep and reporting physician.

Manufacturer narrative:
Evaluation summary: there are no visible damages to the device.